Event description:
It was reported that balloon was ruptured. The 75% stenosed target lesion was located in the moderately tortuous, and mildly calcified left forearm, near the anastomosis of the lateral vein. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 30seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.